Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the lead exhibited increased thresholds. Repositioning was attempted, but the helix did not extend smoothly as it did during testing prior to implant. Then the helix would not retract even with more than 40 rotations. The lead was removed and replaced. No patient complications have been reported as a result of this event.